Event description:
It was reported the patient felt no stimulation sensation while the device was turned on. The patient reported never having therapeutic effect. There was not known incident related to the onset of symptoms. The patient indicated "she went out to start her car yesterday and came back in and the stimulation was not working". The patient indicated that she "knew the stimulation was on, even though she could not feel it, because a friend used a volt meter which registered the implant was on". Additional information received indicated the patient was implanted in another state and had been seen a few times in the last year and a half for "similar complaints". The device was reprogrammed. The system "acted like there was a fracture somewhere". It was believed there was a problem with the lead or extension. The patient was reportedly in the process of getting insurance coverage.